Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control advised the customer that their device is not serviceable and no longer under warranty. Physio recommended that the customer remove the device from service and a replacement device be obtained. The device was not repaired and returned to the customer. The cause of the reported event could not be determined.

Event description:
While attempting to perform an annual inspection on a customer's device, physio-control observed that the device would not power on. Physio installed a new battery in the device however, it would still not power on. There was no patient use associated with the reported event.